Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (B)(4) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (B)(4) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure (b)() was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain/ pelvic area pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteopenia, abdominal pain, nausea, anorexia, asthma, appendectomy and cholecystectomy. Previously administered products included for contraception: depo-provera. Concurrent conditions included breast pain, vaginal bleeding, cyst ovary, amenorrhea, cramp in lower abdomen, decreased appetite, nausea, pelvic adhesions, endometriosis, lightheadedness, dysuria, dehydration, dysphagia, erosive esophagitis, odynophagia and colonoscopy. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2002 to (B)(6) 2007 and paracetamol (acetaminophen) from (B)(6) 2006 to (B)(6) 2008. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition: mental anguish"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: treatment received for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded/ total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : vaginal bleeding, pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain and menorrhagia were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain/ pelvic area pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteopenia, abdominal pain, nausea, anorexia, asthma, appendectomy and cholecystectomy. Previously administered products included for contraception: depo-provera. Concurrent conditions included breast pain, vaginal bleeding, cyst ovary, amenorrhea, cramp in lower abdomen, decreased appetite, nausea, pelvic adhesions, endometriosis, lightheadedness, dysuria, dehydration, dysphagia, erosive esophagitis, odynophagia and colonoscopy. On (B)(6) 2006, the patient had essure (ess205) inserted. In january 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition: mental anguish"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menstrual disorder, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 07-may-2007: essure device was successfully occluded/ total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : vaginal bleeding, pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-may-2019: plaintiff fact sheet and medical records received : events added- vaginal haemorrhage , menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhea, dyspareunia, vaginal discharge, fatigue. Outcome of events ¿vaginal haemorrhage¿ updated to ¿recovered / resolved¿. Reporter information, patient details, product indication and explant date updated. Event onset date updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.